Manufacturer narrative:
The field service engineer (fse) cleaned up the fluid and replaced sample line from the mix chamber to the flow cell and resolved the fluid leak issue. The fse also noted high hemoglobin background count and replaced the hemoglobin cuvette to resolve the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications. Cuvette. (B)(4).

Event description:
The customer reported approximately five milliliters of clear fluid dripped from under the instrument, involving the coulter lh 750 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. All controls were within the acceptable range after the event. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.